Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11. The customer contacted olympus technical assistance support (tac) via phone. Troubleshooting steps: shutdown and disconnect the pigtail. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The device was not returned to olympus for inspection and the reported failure was confirmed via information from technical assistance support. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the complaint is traced to electronic component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center got an e315 error. The issue was found during a therapeutic upper endoscopy procedure that was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.